Event description:
Caller reportedly received the following results on an advantage meter, compared to a professional meter, within 10 minutes: 9.2 mmol/l (mobile) and 2.8 mmol/l (hospital meter). No death or serious injury reported. Requested return of suspect device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.